Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: the pump boots with two audible beeps and vibratory sounds. After approximately five minutes the display screen shows a call service sleep error message. The display screen is fully illuminated and has normal contrast but is unable to go to the verify screen due to sleep error message. The pump then was able to go to verify screen. There was no defect found. The display lens was found to be scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The display on the animas pump reportedly is blank after receiving a call service sleep error. The backlight will not light up. The subject pump had not been used for 7 months. The issue was discovered when the battery was replaced. There was no trauma or moisture issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.